Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during a post system implant, intermittent sensing was noted on the atrial lead. Programming changes were made for the patient, further checks indicated appropriate sensing parameters. The patient was stable.